Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set was leaking. The leak was discovered during an unspecified process step of peritoneal dialysis (pd) therapy and the leak was observed from the bottom of the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.